Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 10/01/2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared during the evening of (B)(6) 2015. The patient manages their diabetes by taking 20 units of lantus insulin and "1 pill" of janumet per day. In response to the alleged product issue the patient stated that they decreased their dosage of medication (by an unspecified amount) at 8pm on (B)(6) 2015. The patient stated that 3 days after the alleged product issue first occurred they developed the symptom of "weak". In response to this symptom the patient went to the emergency room (e.r) where they were treated by a healthcare professional (hcp). The hcp gave the patient IV fluids and insulin in response to a blood glucose result of ">700mg/dl" which was obtained on the e.r meter at 10am on (B)(6) 2015. At the time of troubleshooting the cca noted that there was no misuse of the device, however the patient was using expired test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter. As a result of this the patient's health deteriorated and they required medical intervention from a hcp in the e.r.